Event description:
The customer reported the insulin pump having frozen screen. The insulin pump only displays the number 2. Troubleshooting was performed, but the issue was not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to a problem with the mother board.